Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Efilm workstation is a software application that is used for viewing medical images. Efilm workstation receives digital images and data from various sources (including but not limited to CT, mr, us, rf units, computed and direct radiographic devices, secondary capture devices, scanners, imaging gateways or imaging sources). A customer reported ((B)(4)) that they were unable to send images to the server. The investigation showed this was an issue with the permissions the user set when they built the database. This was determined to be a potential safety issue in the event the information is not available for review.